Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error a53. No harm requiring medical intervention was reported. Troubleshooting was not performed; however, the product will be returned for analysis.

Event description:
Customer reported they received alarm for software error detected and it occurred again.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 53 found on (B)(6) 2022. Pump passed the displacement test and self test. Successfully downloaded history files and traces using thump. Verified the pump alarmed pump error 53 in pump downloaded history on (B)(6) 2022 at time 02:59:34.000 with line number = 0 and file number = 15209 due to hardware error and pump error 53 in pump downloaded history on (B)(6) 2022 at time 02:51:34.000 with line number = 0 and file number = 0 due to hardware error. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Pump error 53 confirmed due to a hardware error. Moisture damage found on electronic assembly, motor, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act the initial report was submitted with missing information. The information had been updated and provided with this report in section b5.